Event description:
Complainant alleged that during functional testing, the device was unable to analyze and inappropriately displayed an "attach pads" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Correction: please note - this report was inadvertently submitted as this device is a trainer device and is not used in clinical situations. The customer was informed that AED trainer devices are not repairable at zoll.